Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2010, the lay user/ patient's relative contacted lifescan (lfs) alleging that the onetouch ultra2 meter was prompting the battery icon symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient's relative reported the alleged issue began at an unspecified time in (B)(6) 2010. The reporter claimed that the patient manages his diabetes with oral medication (metformin) and diet/exercise. Despite the alleged issue, the reporter stated the patient continued his usual diabetes management routine. Approximately 1 month after the issue began, the reporter indicated the patient became sweaty; a symptom he associated with a low blood glucose. The reporter denied that the patient received medical treatment. At the time of troubleshooting, the reporter informed the cca that there was no misuse of the product. The cca confirmed that the patient had replaced the subject meter's batteries per the owner's booklet recommendation. The alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.